Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection and erosion during use of the cardiac resynchronization therapy defibrillator (crt-d) system. It was also reported that the crt-d fell out of the pocket. The crt-d system remains in use. No further patient complications have been reported as a result of this event.